Manufacturer narrative:
The customer received a replacement device. Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device is repeatedly rebooting. As a result, defibrillation therapy may be unavailable, if needed.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device is repeatedly rebooting. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to the user interrupting the device's scheduled software installation. The user failed to follow the software upgrade installation instructions in the device's operating instructions. The device was archived by stryker.